Manufacturer narrative:
H.6. Investigation: customer returned images of two syringes with no pouch for identification. Both syringes feature 0.3ml graduation markings. The syringes have had their needle shields and hubs separate from the barrels. The hubs have become lodged inside their respective shields. There is no damage to either the connectors at the distal tip of the barrels or their respective needle hubs. No signs of use and no other defects found. Due to the batch being unknown, no DHR review can be completed. Based on the images received, bd was able to confirm the customer¿s indicated failure of needle hub separation. CAPA#1630423 was initiated.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported as follows: when removing the shield, the needle with the shied was separated from the barrel."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that a syringe 0.3ml 29ga 1/2in 7bag 420cas jp separated from the hub during use. The following was reported by the initial reporter: "the customer reported as follows: when removing the shield, the needle with the shied was separated from the barrel."